Manufacturer narrative:
Initial reporter fax number: (B)(6). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri-implant liquid."

Event description:
Healthcare professional reported right side "folds" and "peri-implant liquid." Device remains implanted.